Event description:
A customer reported their c10-3v transducer had a hole in the lens. This probe is associated with the affiniti 70 ultrasound system. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.